Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
This report pertains to one of five alliance inflation syringe devices used during the same procedure. It was reported to boston scientific corporation that five alliance inflation syringe devices were used during an esophageal dilatation with cre balloon procedure performed on (B)(6) 2019. According to the complainant, during the procedure, upon inflation, the gauge needle did not work and stayed at 0 atm. The same issue occurred with the following four alliance inflation syringe devices. The procedure was completed with another alliance inflation syringe. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h11: correction: b3 and b5. Block h6: problem code 1184 captures the reportable issue of gauge reading inaccurate. Block h10: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of five alliance inflation syringe devices used during the same procedure. It was reported to boston scientific corporation that five alliance inflation syringe devices were used during an esophageal dilatation with cre balloon procedure performed on (B)(6) 2019. According to the complainant, during the procedure, upon inflation, the gauge needle did not work and stayed at 0 atm. The same issue occurred with the following four alliance inflation syringe devices. The procedure was completed with another alliance inflation syringe. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Correction: it was reported to boston scientific corporation that an alliance inflation syringe devices was used during an esophageal dilatation with cre balloon procedure performed on (B)(6) 2019. According to the complainant, during the procedure, upon inflation, the gauge needle did not work and stayed at 0 atm. The procedure was completed with another alliance inflation syringe.

Manufacturer narrative:
(B)(4). Investigation results: visual examination of the returned complaint device revealed the needle indicated 0 atm. Functional examination was performed, and there was no leak observed with the device; however, the needle of the gauge did not move and remained reading at 0 atm. This failure is likely due to factors or conditions related to the procedure that could have affected its performance and its intended purpose such as; an excessive manipulation of the device without enough care during the preparation and/or procedure. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
Note: this report pertains to one of five alliance inflation syringe devices used during the same procedure. It was reported to boston scientific corporation that five alliance inflation syringe devices were used during an esophageal dilatation with cre balloon procedure performed on (B)(6) 2019. According to the complainant, during the procedure, upon inflation, the gauge needle did not work and stayed at 0 atm. The same issue occurred with the following four alliance inflation syringe devices. The procedure was completed with another alliance inflation syringe. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. It was reported to boston scientific corporation that an alliance inflation syringe devices was used during an esophageal dilatation with cre balloon procedure performed on (B)(6) 2019. According to the complainant, during the procedure, upon inflation, the gauge needle did not work and stayed at 0 atm. The procedure was completed with another alliance inflation syringe.